Event description:
It was reported the pt did not charge the ipg for over three months. As a result, the ipg is depleted. The ipg is unable to communicate with external devices. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.